Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Alleged failure: not taking system update/camera is upside down. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.